Event description:
Customer reported underdelivery with a disposable ambulatory infusion system. Customer did not provide info as to whether the underdelivery problem was caused by the pump or the set.